Event description:
Boston scientific received info that lead measurements were marginal during surgery, despite attempts at repositioning the lead. The lead dislodged later the same day. The lead was explanted and replaced. At this time, no adverse pt effects were reported.